Event description:
The customer tested his blood glucose using his contour meter and received a reading of 201mg/dl. He retested using another meter and received a reading of 108mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.